Event description:
It was reported by a physician that a pt's device could not be interrogated. The device had been disabled in (B)(6) 2010 due to pain in the pt's neck. The physician attempted to interrogate with 2 separate programming systems, which were both known to be properly functioning. The physician thought, the device was perhaps at end-of-service. However, the physician also indicated that the pt is "very heavy" and this may be the reason why he cannot interrogate the device. There are not plans to re-implant the pt at this time, and the pt is still complaining of pain in her neck even though, the device is disabled. Good faith attempts for further information has been unsuccessful to date.